Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was possible residue in the colonovideoscope¿s biopsy channel. A dark residue appeared on a clean 4x4 even after reprocessing was completed. There were no reports of patients¿ harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to scrape marks and kink found inside the instrument channel the possible residue through biopsy channel and dark residue showed up. The most probable cause of the possible residue through biopsy channel and dark residue showed up is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.